Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. No additional patient or event information was available. Customer declined troubleshooting and to provide additional information regarding the reported issue.